Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the clip slipped off the vessel and would not form correctly. A new device was used to complete the case with no patient consequence reported.